Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device, pooling in the stopper wells of the blood collection tubes. No impact was reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #: was submitted in error; it was a duplicate. This event was previously reported under MFR report # 1024879-2024-00578. This MDR is now void.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device, pooling in the stopper wells of the blood collection tubes. No impact was reported.